Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in reloading the same cartridge, which resolved the issue.